Manufacturer narrative:
The device was returned to olympus for inspection. It was confirmed that the gas, water and air filters had not been replaced in 2 years. A root cause could not be identified. Based on the results of the investigation, it is possible that the user did not read the instruction manual thoroughly and did not have sufficient knowledge about the equipment. The event (1) is detectable and preventable by handling device in accordance with the following IFU. IFU operation manual ¿7.2 replacing the gas filter (maj-822)¿ the event (2) is detectable and preventable by handling device in accordance with the following IFU. IFU operation manual ¿7.3 replacing the water filter (maj-2317)¿ the event (3) is detectable and preventable by handling device in accordance with the following IFU. IFU operation manual ¿7.6 replacing the air filter (maj-823)¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the reprocessor's filters had not been replaced for two years. There were no reports of patient involvement.